Event description:
Registered nurse (rn) was changing bifuse on "PICC 2", total parenteral nutrition (tpn) & interleukin (il), for baby and found another sunken/defective clave. Rn had changed this bifuse yesterday, and bifuse appeared to be normal. New bifuse was placed, and package for new bifuse was saved and note left for tomorrow day shift nurse to alert her if the new bifuse placed today becomes defective to so lot number can be traced. Manufacturer response for stopcock, i.v. Set, ICU medical (per site reporter). Emailed vendor on 6/20 - no response yet.